Event description:
Device 1 of 2. Ref MFR report #1627487-2013-12732. It was reported the pt did not receive pain relief from the scs system. The pt also reported he then did not use or charge the ipg system for five months. As a result, the ipg battery is depleted. The pt does not want any intervention to address the issue at this time. Note: the pt has two leads with the same lot number.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.